Manufacturer narrative:
The labelling artwork was signed off in february 2022 before being sent to capatex ltd for use in production. The typographical error was missed during the sign off. There were no changes to the size guide part of the label intended to be made and the sign offs were related to a redesign to incorporate the device UDI into the artwork. However upon investigation it was revealed that the label had to be redrawn to accomodate this change, and therefore the sign off missed the relayout of the size guide. The following corrections and corrective actions were undertaken: artwork was corrected at source. An advisory notice was issued to affected user facilities. All other artwork relating to the medical device was inspected to ensure that this was not a systematic issue.

Event description:
A user facility reported that the bag (primary packaging) the vs cap is packaged in has a typographical error on the label. In the sizing chart the extra large caps have a size of '24 to 40cm' this should read '34 to 40cm'. This artwork issue affects all 5 vs cap sizes as this part of the artwork remains the same regardless of size contained within the bag. The affected batches are listed below: 13826/00001, 13821/00001, 13831/00001, 13836/00001, 13837/00001, 13832/00001, 13827/00001, 13817/00001, 13822/00001, 13838/00001, 13833/00001, 13829/00001, 13819/00001, 13839/00001, 13834/00001, 13816/00001.